Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-apr-2018 with the following findings: review of the bolus history in the pump showed a 1.0-unit bolus on (B)(6) 2018 at 19:55. No boluses were programmed or delivered on(B)(6) 2018. On investigation, the pump powered on normally and ez-prime steps successfully completed. Investigation executed a 1.0-unit-per-hour basal program for 24 hours. No errors, alarms or warnings occurred during the investigation. During investigation a manually-programmed normal 10-unit bolus and 10-unit audio bolus delivery was completed successfully. Both deliveries were accurately recorded in the pump history. The bolus history was found to be recording properly during investigation. There were no hypersensitive or stuck keypad buttons. Investigation did not confirm nor duplicate the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that insulin boluses were sometimes not being recorded in the pump history. There was no indication that the product caused or contributed to an adverse event. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.